Event description:
Physician attempted to place the stent into a lesion, which was located about three cm below the bifurcation, using a contralateral approach. The pre-deployment stent was positioned with the lesion in the middle of the stent. As the stent was deployed about 2cm, the stent jumped forward. The lesion was not completely covered. A second stent was placed from the ipsilateral side to cover the rest of the lesion. The information states that the slack was removed from the system during deployement and the size of the stent looked ok. There was no reported pt injury.